Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The catheter was noted to be leaking at the hub during a drainage catheter placement for ascites. This catheter was removed and a second catheter that was placed was also noted to be leaking at the hub. The second catheter was replaced with a third device and this worked well. The complaint devices were from the same lot number and the malfunctions occurred during initial device placement. There were no reports of harm to the patient or additional procedures as a result of these product problems.